Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the blade's tip looks discolored and the plastic insert has holes and is deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the form, fill and seal packaging sequence found that the operator should inspect blade device (outer with inner) for component integrity and particulate or foreign matter and inspect inserts for particulate, cracks, warp/bow, twisted. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include rough shipping and handling, an inadvertent impact event, or excessive shaking in transport. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up or inspection, it was noticed that the six plastic packages of the full radius bonecutter box were deformed and had small holes in the plastic as well. Metal on blades was also affected by heat, it had a stain in the tip of the blade. The outer box was not damaged. There was a back-up device available and no patient involvement.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).